Event description:
The face masks on these ambu bags do not create a seal around the patient's nose and mouth area. The part of the face mask that comes in contact with the patients nose and mouth area should be inflated and is not. Instead of being inflated and able to conform to the patient's face, the area is hard plastic. This was noticed before any of these face masks were used on a patient.